Manufacturer narrative:
The date of the event was noted as the date of publication as the date of the event was not provided. No specific device information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: "local thrombolytics via balloon-assisted intra-arterial infusion as rescue therapy for thromboem bolism during endovascular coil embolization" by michiyasu fuga, toshihide tanaka, akihiko teshigawara, and yuichi murayama. The objective of the study is to propose balloon-assisted intra-arterial thrombolytics as an alternative rescue therapy when conventional t hrombolytic agent administration fails to improve thromboembolism, particularly during endovascular coil embolization procedures. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: phenom 17 microcatheter no information regarding deaths in the study population was found. The document does not provide a generalized overview of adverse events from a study. It is a case report of a specific medical case and does not mention specific adverse events among patients. No further information was provided pertaining to medtronic products.